Manufacturer narrative:
According to the customer, involved product would be "k-file colorinox d 25mm 004". We do not manufacture such instruments, we assume that the catalog # which has been provided is erroneous (in the k-file range, the smallest size that we can find is the size 006). The involved product was not returned, it cannot be analyzed and identified. For information, the provided batch number has a corresponding with a manufacturing of k-flexofiles 25mm 040 (B)(4). Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. Not returned.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a k-file colorinox separated; the separated piece was not retrieved as of this MDR evaluation. Further information have been requested.